Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the av block started during the placement of the guidewire across the aortic valve. Pressure from the implanted valve on cardiac structures likely contributed to the progression of the av block to complete av block and the subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), post deployment of a 23mm sapien 3 valve, complete atrioventricular (av) block occurred. During a transfemoral tavr procedure, when a straight wire crossed the aortic valve, premature ventricular contraction (pvc) frequently occurred. Av block also occurred. Crossing the safari xs wire to the left ventricle (lv) was difficult and wire position was adjusted for approximately 10 minutes with the pigtail catheter. The safari wire was finally positioned in the lv. It was reported that the aortic regurgitation (ar) and mitral regurgitation (mr) increased and it was hard to raise the pressure. Balloon aortic valvuloplasty (bav) was not performed. The sapien 3 valve was deployed in a final 90:10 aortic/ventricular (a/v) position as intended. Immediately post valve deployment, complete av block occurred. A permanent pacemaker (ppm) was implanted during the procedure. The valve remains implanted in the patient. The native annular valve area measured 383mm2 by tee. Mild valvular calcification and no aortic root calcification was reported. Per medical opinion, the cause of the av block observed while crossing the aortic valve with the wire could not be confirmed. However, the sapien 3 valve deployment did not seem to affect the development of the complete av block. The ppm was implanted since it was thought that ¿other factors¿ were considered and the complete av block would not improve.